Manufacturer narrative:
The insulin pump was received with an intermittent button response due to the corroded keypad traces. There were no button error alarms noted. The pump was received with minor scratches on the lcd window. The pump was received with a cracked case at the display window corners. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 128 mg/dl at the time of the incident. Customer stated that he was probably sleeping on it. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.